Event description:
A customer contacted beckman coulter inc., (bec) and reported that approximately 5ml of clear liquid was leaking under the lh 780 analytical station. Although the leak was observed from the lh780 instrument by the customer, the actually the leak was caused by tubing connected to the coulter lh 750 slidemaker. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves at the time of this event. There was no exposure to skin, mucous membranes or open wounds and medical attention was not sought. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. There was no impact to patient results. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. A bec field service engineer (fse) was dispatched on (B)(4) 2012. The fse found the leak coming from the tubing through valve (vl114) on the slidemaker interface module. The fse resolved the leak by changing the tubing which had a hole caused by fatigue due to wear and tear. The cause of the leak was a hole worn in pinch tubing. (B)(4).